Manufacturer narrative:
This complaint is related to mdrs: #1828100-2015-00553, #1828100-2015-00555 and #1828100-2015-00556.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the yellow level sensor intermittently did not work. The device was not changed out. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The reported complaint was confirmed. During laboratory evaluation, the complaint effects were not duplicated. The sensor responded to fluid-present and fluid-absent conditions as expected. However, there was wear observed on the sensor face. This can lead to improper coupling between the sensor and the reservoir wall, which would manifest as intermittent audible alarms or the system issuing a ¿level not attached¿ message. Customer did not reply to requests for information regarding sensor gel being used, cleaning procedures, or how the sensor was mounted to the reservoir. As such, there is no determination as to how the damage to the sensor face was incurred. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.